Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners, and minor scratches on the display window. No motor position encoder error alarm could be verified in the alarm history due to an erased history file.

Event description:
The customer reported via phone call that they had changed the infusion set and received a motor error alarm on the insulin pump. Customer stated that they also had a motor position encoder error alarm after the motor error alarm occurred. Customer stated that the issue has happened a couple of times before, but the issue has not been resolved even with a set change. Customer was advised to remove the battery to stop the alarms. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.